Manufacturer narrative:
The prograsp forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the site experienced a prograsp forceps instrument breakage. The customer stated that the site was unable to pull the instrument through the cannula, so they removed the instrument along with the trocar. The customer also noted that a small notch was missing from the top of the instrument and described this area as the instrument shaft. Additionally, the customer reported that the surgeon found a hairline remnant of the instrument. A black fiber was removed from the patient; however, the surgeon was not able to locate the small black piece cracked from the top of the instrument. The technical support engineer (tse) informed the customer that the shaft should be detectable via magnetic resonance imaging (MRI). The fragment was not retrieved. The tse recommended that the site return the instrument and any pieces retrieved. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and found to be in normal condition. During removal from the trocar port, a fragment broke off inside the patient; the issue occurred about 1.5 hours into the procedure. The surgeon and first assist noticed a hairline black fiber, which was retrieved by laparoscopic grasper, but a small black piece cracked from the instrument tip could not be located, even with intra-operative x-ray, though all reasonable retrieval efforts were made and no additional surgical procedure was necessary. The procedure was completed robotically with no additional patient injury or hospital return for complications. The site noted that the product and fiber fragment were available for return. No photographic or video evidence was available for review.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. The instrument was found to have a partially fractured main tube at the distal end. The components adjacent to this broken main tube showed damage which may indicate potential mishandling. There were missing pieces of the broken main tube, but the size of the missing pieces could not be confirmed. Additionally, the proximal clevis was observed to be dislodged from the main tube interface. Loss of proper engagement between the proximal clevis and the main tube was noted.

Event description:
Refer to h11 for follow-up information.